Manufacturer narrative:
Section h10: correction - user facility report # (B)(4) was received on 17oct2024. Additional information to the manufacturer's investigation conclusion: the device history records were reviewed for the mobile power unit (mpu) (serial number: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction section d4 (catalog number and primary unique device identification (UDI) number): correction no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported having alarms on the system controller while they were connected to the mobile power unit (mpu). The patient reported that there were no lights on the mpu. The outlet was switched, and the issue continued while connected to the other outlet. The patient was changed back to battery power. It was noted that during the time when the patient was off of the mpu, the green power light went off. The customer stated there was something wrong with the mpu and questioned if it could be caused by internal wire damage. It was noted that the patient had a locking ac power cord on the mpu. It was also reported that there were no accidental pulls of the ac cord nor any incidents where the ac cord came out of the outlet. Log files were submitted for review and captured power cable disconnect/no external power alarms on (B)(6) 2023 at 21:41 and 22:45. These alarms were caused by power to the mpu being briefly interrupted. There were no interruptions in pump support during these events as the controller¿s backup battery functioned as intended. The alarms resolved upon reconnection to battery power. There were no other notable alarm conditions or parameter changes seen in the log files. The patient was issued a new mpu. It was also reported that the patient was issued a new system controller as the bend relief was damaged. Related manufacturer reference number for the heart mate 3 system controller: 2916596-2023-08866.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical no external power alarms active on the heartmate 3 system controller while the patient was connected to the mpu was confirmed via analysis of the submitted log file. The reported event of the green light on the mobile power unit (mpu) turning off while the patient was not connected to the mpu was not confirmed. The heartmate mpu was not returned for analysis. The submitted controller event log file contained relevant data spanning approximately 7.5 days (11dec2023 ¿ 18dec2023), per the timestamp). The log file captured a loss of external power while connected to the mpu on 17dec2023 from 21:41:54 ¿ 21:42:19 and from 22:45:52 ¿ 22:46:28. During this time, the log file captured low voltage hazard, power cable disconnect alarms, and no external power alarms due to the relative state of charge (rsoc) and bus voltage in both power cables suddenly dropping to approximately 0 volts. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold and pump speed was not affected by the event. The specific root cause of the event could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the mpu, if all the issues resolved following the mpu replacement, and if any product will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: hsc-114978) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.